Manufacturer narrative:
No additional information has been received. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up as expected. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. A philips remote service engineer (rse) spoke with the customer and determined the led light on the flexvision computer (pc) was green, but the led on the hard disk drive (hdd) was off. A philips field service engineer (fse) visited the site and determined flexvision pc and hdd were faulty and needed to be replaced. After replacing the parts, the device returned to expected functionality.